Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Review of the system log file showed that host pc couldn¿t see geo pc. Upon troubleshooting fse found that most likely the malfunction was caused by power distribution unit (pdu) and the on/ off led¿s were not turning on. To resolve this issue, fse replaced the control board (bd) (defoa) but still the issue persists. Remote service engineer (rse) instructed fse to double check the incoming power and after that fse replaced mpdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not turn on. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.